Event description:
Customer's mother reported the piston on her daughter's insulin pump was not working correctly. The mother stated she was priming the insulin pump when the piston kept moving and emptied out the reservoir. The customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape button dome switch. No unexpected number ramping anomaly was noted on the display. The insulin pump was received with a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.